Manufacturer narrative:
Results: the device history and sterilization records reviewed meet specifications and no anomalies were found. The device was visually inspected and found to be discolored at the lower header port and septums. Instrument marks were noted on the antenna and header silicon. The ipg passed communications testing with the lab patient programmer and charger. The device was also functionally tested and passed the auto test. Conclusion: the cause of the reported complaint could not be confirmed. The ipg is functional and passed the auto test and communication testing with the lab devices and charger. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2007, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that the patient's ipg was explanted due to pain and discomfort while sitting and laying down. On (B)(6) 2010, the ipg was replaced with a smaller device.